Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing thresholds. However, the lead broke during the procedure and the distal portion of the lead was left in the subclavian vein. A new system will be implanted at a later date, during which the physician will also try to remove the remaining lv lead. Additional information reported that a new system has been implanted; however, the physician decided not to remove the lv lead. No additional adverse patient effects were reported. The lead is no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.